Manufacturer narrative:
The controller (B)(4) associated with the complaint was returned to manufacturer for analysis. The hvad pump (B)(4) remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. The reported event was confirmed via log file analysis which revealed he high power and high flows. The controller passed both visual and functional testing at bench level. Review of the manufacturing documentation confirmed that pump (B)(4) met all requirements for release. Although the root cause cannot be conclusively determined, we will continue to monitor, track and trend events of this nature. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4) - expiration date: 04/30/2014 - device manufacture date: 04/01/2013 (B)(4).

Event description:
Approximately twelve days post lvad implantation the site reported that on (B)(6) 2013, the patient experienced high power and high flow readings with their pump lasting approximately two hours, returning to normal. The patient had no clinical signs of hemolysis reported. Log files were analyzed by the clinical engineering team. Log files showed flow and power consumption within the normal operating range. Log files did not show a pattern consistent with pump thrombosis. On (B)(6) 2013, between 10:34-13:50 there were additional high power/high flow readings seen. The patient did not exhibit any signs of hemolysis and was clinically stable during both occurrences. Log files showed similar pattern as previous reading from two days prior. On (B)(6) 2013, heartware clinical engineering team was to site. The patient was brought to the operating room and the driveline was manipulated, but could not reproduce the reported high power. The patient's controller was electively exchanged to their back up controller (B)(4). The pump re-started at 1800 rpms and slowly ramped back up to 2800rpm's. The pump then slowly ramped back down to 1800 rpms and driveline was disconnected. The driveline pins were inspected for damage and contamination. No contamination or damage observed. The pump was successfully restarted at 1800 rpms and slowly increased to 2800 rpms. A new back up controller (B)(4) was issued to the patient. This event had no clinical impact on the health of the patient, other than an elective controller exchange.